Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer was experienced high blood glucose level and borderline diabetic ketoacidosis. Customer¿s blood glucose level was over 400 mg/dl. Customer¿s blood glucose level was 60 mg/dl to 300 mg/dl at the time of incident. Customer stated that due to a pressure wound that had blisters. Troubleshooting was performed for high blood glucose. The insulin pump will not be returned for analysis.